Manufacturer narrative:
Reported to the FDA on (B)(4) 2011.

Event description:
Reported by the complainant as follows... The caps are breaking off, are leaking and the feeding tubes must be changed several times. This case has been reviewed, and deemed a malfunction. Based on current info, recurrence of this malfunction would likely lead to a serious adverse event because intubation with a feeding tube is not a procedure without high risk of perforation of the gi tract.